Event description:
It was reported that during follow-up in clinic, noise was observed on the ventricular lead. Patient was asymptomatic. It was decided that when the ICD reached eri, the lead would be replaced. During the procedure, externalized conductors were noted under fluoroscopy. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.